Event description:
It was reported that the patient received inappropriate therapy due to electromagnetic interference (emi). Noise was seen on the episodes. The patient was playing electric guitar with an old amplifier and lots of extension cords outside with wet slippers on their feet. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).